Manufacturer narrative:
Product event summary: the battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual inspection revealed wear on the battery connector. The worn connector did not affect the functionality of the device; the battery was able to adequately connect to a test controller. This is an additional finding not related to the reported event. The most likely root cause of the observed battery connector damage can be attributed to normal wear over time and/or the handling of the device. CAPA (B)(4) is investigating damage to power sources. Failure analysis of the returned device revealed that the battery passed functional testing. During functional testing, all four (4) of the gas gauge light emitting diodes (led) indicators illuminated as expected when the gas gauge button was pressed. However, visual evidence provided by the site revealed that one led did not light up, indicating a marginal connection between the gas gauge display and the printed circuit board. As a result, the reported event was confirmed. Internal inspection did not reveal any evidence of abnormalities with the connection between the gas gauge display and printed circuit board. A possible root cause of the reported event can be attributed to a marginal connection between the gas gauge led display and printed circuit board, likely due to an improper assembly during the manufacturing process; the marginal connection likely corrected itself during handling/transport. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because the battery exhibited a display error and the third light indicator for the battery capacity was not working. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.